Manufacturer narrative:
The investigation into the controller error issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs from the reported day of event are consistent with the complaint and show several events of ¿placement signal not reliable¿ and repeated alarms ¿controller error¿. This is a low probability event and lasts only a few minutes. If needed, patient hemodynamics and impella position can be monitored with imaging. The cause of the issue was unable to be determined since the controller error issue could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller (aic) experienced a controller error alarm and was replaced. There was no patient harm reported.